Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to cystocele and rectocele. The patient also had a procedure on (B)(6) 2006 and mesh was implanted due to cystocele, rectocele and stress urinary incontinence. It is reported that the patient experienced pain, urinary problems, and bleeding. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse on (B)(6) 2005 and mesh was implanted. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Resubmission with the correct file number it was reported that patient underwent cystocele repair utilizing non-frozen cadaveric fascia (tutoplast fascia lata), intraoperative cystoscopy on (B)(6) 2006 by (B)(6) at (B)(6) hospital due to symptomatic cystocele, voiding difficulty. (Per operative report)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-08268 and medwatch 2210968-2013-02649. The same patient is represented in each medwatch.